Event description:
It was reported that prior to surgery the saw was being tested at the hospital and a cow bone was being used. The surgeon started to shave it with a new blade for approximately 15 to 20 seconds. This procedure was completed about four times and on the fourth time, oil started to leak from the saw.